Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this right atrial (ra) lead had an infection. A revision was performed and the ra lead was explanted. The patient will be implanted with a new system in the future. No additional adverse patient effects were reported.